Event description:
Pt reports inserting a new contact lens of a 6-pack and hrs later, his right eye turned red. The lens was removed. Two days later, the pt was examined at an urgent care center and was diagnosed with iritis. The pt was prescribed tobradex and the condition cleared after 5 days. The pt resumed lens wear with a new lens from the same 6-pack.